Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 with a blood glucose level of 15 mg/dl. Customer stated that the paramedic told her that her blood glucose level did not register on the glucometer. Customer was convulsing and was non-responsive in her sleep. Customer had low blood glucose levels as a result of a bolus anomaly. Customer was given sugar water and glucagon. Customer thinks there was a delivery anomaly because they did not program the bolus of 12 units. Customer was sleeping and the pump delivered insulin that was not programmed by the customer. Customer was unsure if it was caused by accidental button pushing. Customer stated that she sleeps with the pump in her pocket. Customer had a threshold suspend alarm this morning. Pump passed displacement test. Customer agreed that the pump was operating as designed. Customer was advised to monitor the pump. No further assistance needed.